Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the pocket was closed the right atrial (ra) lead dislodged. The incision was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.